Event description:
It was reported, the pt experienced acute pain at the site of her implantable neurostimulator (ins). It was stated that, after implant, the pt "couldn't move her leg, after her health care provider gave her demoral for pain control." There was conflicting info on what, if any, medications the pt was given. It was reported, the pt experienced pain whether stimulation was on or off. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.